Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was in the 1000 md/dl range. It was stated that the customer has been having no delivery alarms for two weeks prior to the hospitalization. It was stated that the no delivery alarms occur when the piston on the insulin pump reaches a certain point. Unable to troubleshoot during the phone call as the customer was not present, and there was no hipaa consent on file for the customer's son.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.